Event description:
It was reported that post implant, a morphology template was successfully acquired. However when ending the interrogation, an alert message presented stating that no morphology template was active. After a setting change and multiple reinterogation attempts, the morphology template was recognized and remained active. The patient will be monitored regularly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4)